Event description:
Pt was revised to address lateral migration of the lag screw after the fracture compressed which resulted in pain. The distal locking screw broke due to the compression. A piece of the screw remains in the pt.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the information provided, as the part and lot numbers required to review the device history records was not provided. Provided info states the lag screw was left prominent during surgery. The fracture compressed causing the lag screw to migrate laterally which caused the pt pain as she walked. The distal screw broke due to the compression. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.